Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 429878 lead; 6935m55 implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four-month post replacement procedure were an absorbable antibacterial envelope was used, the patient developed a ¿possible infection¿. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.